Manufacturer narrative:
H2: corrected information in h6 (component code, type of investigation, investigation findings & conclusion). H3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The device is worn from use and there is biological debris in the channel. A functional evaluation of the device found that it was unable to cut cleanly through the testing material. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with component failure. Factors that could have contributed to the failure include entanglement with other instruments or devices damaging cut edge, excessive amounts of cuts or reuse, or clogging the shaft with debris. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H11: internal complaint reference: (B)(4).

Event description:
It was reported that, during a meniscus repair surgery, it was noticed that the implant of the fast fix 360 deployed perfectly, but after the knot was cut, the meniscus was loose and there was no suture or knot visible. Both ts were left in the patient. The same device was used to complete the surgery. It is unknown if there was a delay. No further complications were reported.